Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient opted to have the device explanted due to inadequate pain relief. Reprogramming of the device was completed during the study. There was no device deficiencies reported during the course of the study. All device interrogation records collected during the study were reviewed and no out of range impedance readings were identified.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3888q45, lot# va07lh5, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3888q45, lot# va07n8c, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Analysis of the lead, lot number va07n8c, determined that the conductor #3 was broken at the electrode #3 weld site. Circuit #3 was open during a functional test.

Event description:
The health care professional reported that the patient experienced inadequate pain relief and the system was explanted on (B)(6) 2016. Indications for use include malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.